Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start up. The system was restarted, and the customer tried to boot up the pc by manually turning on the power button, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc was not booting up. The fse confirmed that the flexvision pc was defective and needed a replacement. The defective flexvision pc was returned for analysis, and it confirmed that the defect in the power supply caused the pc failure. To resolve the issue, the fse replaced the flexvision pc and downloaded the board software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.